Manufacturer narrative:
Upon follow up it was reported antibiotic therapy was completed and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin (2 grams, route, duration and frequency not specified) and fortum (1 gram, route, duration and frequency not specified) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.